Event description:
It was reported that despite the insulin being at room temperature when placed in the reservoir, one to two days later, there would be large bubbles in the tubing and the customer's blood glucose went high. Customer's blood glucose was at 347 mg/dl at the time of report and at 390 mg/dl the time before. Tips were given to avoid air bubbles in the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had air bubbles in the reservoir. She stated that she was storing the insulin in the fridge but that it reaches room temperature before filling the reservoir. The blood glucose reading was 115 mg/dl. The air bubbles were located in the middle of the tubing and were about a quarter of an inch long. She stated that the insulin pump was not rewound with the reservoir in place. She stated that they could be caused from the insulin temperature being too low. She stated that she was using a new set with a different lot number and a new bottle of insulin and that everything had been working. She did stated that she noticed the customer's blood glucose was higher when the air bubbles were present. Nothing further was reported.